Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported during a routine follow up appointment, that this patient with a pacemaker device and a competitors leads, exhibited oor impedance measurements, causing oversensing and noise. A technical services (t/s) consultant advised resetting safety switch, and to perform isometric and pocket manipulation. The physician advised they will recheck the patient in a few months. The device remains implanted and in service. No adverse patient effects were reported.